Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because drawer failed. A field service engineer replaced retractor band to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es for administering morphine, fetanol, the customer experienced a malfunction in the main drawer 3. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.